Event description:
The device reportedly gave connect electrodes messages when the device operator attempted to defibrillate the patient. The device was turned off and back on and the connect electrodes messages continued to be displayed. The patient's outcome and details were not released to mpc.